Event description:
Reported issue involved a customer with a t:slim x2 pump that would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging, and a follow-up was planned. Upon follow-up cts replaced pump per troubleshooting completed on separate case.